Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded the threshold as a result of the malfunction. Technical support provided assistance by giving pump reset information and helping the customer to reset the device. After review cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.